Manufacturer narrative:
One cardiomems patient electronic system was received for evaluation. External and internal visual inspections of unit revealed no discrepancies or discernible damage. No software malfunctions, errors, warnings, or anomalies were observed during unit boot or during handheld touch screen commands. The unit was powered on with no issues observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. The field reported event of sparking was unconfirmed.

Event description:
It was reported that the patient observed sparks coming from the power extension cable of their patient electronics device. The unit was replaced and there were no adverse consequences to the patient.